Event description:
The doctor indicated allergic reaction at tooth site #25. The patient came to the clinic due to the missing tooth of left upper 5 in (B)(6) 2022. After examination, implantation was performed. The patient reflected that there was redness and swelling around the implant site later, accompanied by severe pain. When coming to the clinic for examination, allergic reaction of the patient was found. Upon the patient¿s request, the implant was removed. Symptoms as a result of the event: pain, edema.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier - (B)(6). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D4: device expiration date was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. A impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation, see attached image in the complaint. Visual inspection of the as returned product identified worn markings due to usage, however no damage identified. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (63808672). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3328) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63808672) for similar events and no other complaint was identified. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is patient specific issue i.e., allergies, reactions. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.